Event description:
It was reported that during routine device changeout procedure, the right ventricular lead pin disconnected from the lead body and remained in the header. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
New information states that the patient was fine post operation.